Event description:
It was reported by service report that the patient left stirrup would not lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: abduction assembly.